Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited high pacing impedance and high capture thresholds, while the right atrial (ra) lead was over-sensing noise which was suspected to be caused by an insulation break. The patient was asymptomatic. The rv and ra leads were explanted and replaced successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
D9 should be (B)(6) 2026 in follow up 1.

Manufacturer narrative:
The reported events of high pacing impedance and unacceptable threshold were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing was normal. Lead impedance testing could not be performed due to the condition of the partial lead as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the partial lead found two external insulation abrasions breaching the optim sheath with the silicone insulation beneath intact at the proximal region. The cause of external insulation abrasions is consistent with friction to device can.